Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during scheduled inservice, cath lab supervisor mentioned that the plastic coil cord retainer clip of the cardiosave intra-aortic balloon pump (iabp) unit had broken off of one of their pumps during separation of the rescue from the hybrid. She commented that, without that clip, the right angle coil cord fitting into the pump seemed loose. She also commented that their 2 pumps have different coil cables, with the one involved in the complaint having a metal locking ring where the newer pump does not have the metal ring. There was no patient involved.

Manufacturer narrative:
Updated fields - b4,d1,d4(version or model #,catalog #,unique identifier (UDI) #),d9,g3,g6,h2,h3,h4,h6(type of investigation,investigation findings,investigation conclusions),h10,h11. Corrected field - d4(serial#). A getinge field service engineer (fse) stated that, this customer biomed services their own cardiosave pumps. I will suggest that their biomed call for service if desired. Beyond this, I cannot force them to do anything further as a result of the complaint. Please note - I am not in field service and do not have access to any further information at this point. H3 other text : customer handled the issue.